Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise was reported on this rv lead. Extraction was attempted but lead was cut by the tools and a large fragment was left abandoned in the patient. No adverse patient events were reported. Should additional information become available, this file will be updated.